Event description:
Customer reportedly obtained results of lo, lo, lo, and 166mg/dl within 10 minutes on the compact system. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. No info provided to indicate where comparison performed.